Event description:
During an in-clinic follow-up, post-paced t-wave oversensing (pptwos) was observed on the device. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.